Event description:
It was reported that during preparation for a breast biopsy, foreign material was allegedly found on the needle tip. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed lot sample and two original encor biopsy probes were returned for evaluation. Samples were randomly numbered for evaluation purposes. All three sample's probes were appeared clean with the aperture approximately 100% closed. The saline caps were returned. The protective tubing's were removed from the needle with resistance. It was noted foreign material appeared on the tip of the aperture and cutter in all three samples. Scathing were noted to the inside of the protective tubing. The proximal retaining cap was glued to the probe. No damage was noted to the rear housing. No other anomalies were identified. Therefore, based on the findings, the investigation is confirmed for the reported foreign material issue as the it was noted the foreign material on the tip of the needle. Although the samples were returned. Two electronic photos were provided and reviewed. The first photo shows the needle tip of the device and it was noted that foreign material appeared on the needle tip. The second photo shows the protective tubing within aperture of the needle and it was noted that the scathing protective tube. Therefore, based on the photo review, the reported foreign material issue can be confirmed as the foreign material noted to the needle tip. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during preparation for a breast biopsy, foreign material was allegedly found on the needle tip. There was no patient contact.